Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer experienced hyperglycemia. The customer's blood glucose value was 420 mg/dl. Customer reported that sensor was not calibrating well and auto mode feature was inactive. Customer's mother stated that pump was okay after customer were treated with shots and blood glucose came down. Troubleshooting was declined for high blood glucose also stated that pump was not delivering proper amount of corrections needed at that time. The devices will not be returned for analysis.